Manufacturer narrative:
Alternate phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, the pre blood pump (pbp) was leaking. This was noticed after two alarms were triggered (malfunction scales pbp and a flow problem pbp). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.